Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent complaint was implanted in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, the stent was implanted as a palliative treatment of an inoperable malignant stricture due to esophageal cancer. No issues were noted during the initial stent placement. The patient¿s anatomy was not tortuous. Reportedly, the patient had radiation therapy. On (B)(6) 2014, the patient was presented to the ER with a large right lung hemopneumothorax but with no significant mediastinal perforation. The patient was also noted to have vomited with the stent coming up the esophagus and out of the patient¿s mouth. The patient was treated at the ER. It was reported that the patient died on (B)(6) 2014. According to the physician, the cause of death was not determined and it was unknown whether the patient¿s death was related to the stent.

Manufacturer narrative:
(B)(4). The device was disposed; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is of anticipated procedural complication. This is defined as a complaint that is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.   A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.